Event description:
During device preparation for a supraventricular tachycardia procedure, the amplifier would not power up correctly resulting in a cancellation of procedure. It was noted that the amplifier would not boot to green. The amplifier was rebooted multiple times, the power cables and fiber optic cables were replaced, but the issue was not resolved. It was attempted to boot up the amplifier with no other connections other than the power cable, but the amplifier would not boot to green. The patient was on the table and intubated when the issue occurred. The patient had to be extubated and taken off the table. No procedure was performed, and no adverse events occurred.

Manufacturer narrative:
One ensite velocity amplifier was received for evaluation. Based on the information and investigation provided to abbott, the reported event was able to be confirmed by logs review and the root cause was isolated to intermittent functionality of the catheter amplifier board in slot 12 channel 10. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported power up issue were identified.